Event description:
It was reported that the customer had been experiencing high blood glucose levels for two days even after bolusing. The customer also experienced keypad issues on the insulin pump. The customer stated that the up and down buttons were stuck and skipping over the menu options. The customer's blood glucose was 350 mg/dl. Troubleshooting was done. The infusion set was not bent or crimped. The customer did not recall any significant events leading to the keypad issues. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional testing. However, intermittent button response was noted due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window, scratched reservoir tube window and a missing end cap sticker.